Event description:
The customer reported that during a colon procedure, the device worked fine while mobilizing colon laparoscopically. The colon was moved outside of the patient and the surgeon was taking vessels with the device in an open fashion. During this portion of the surgery, the surgeon noticed a section of colon which had been sealed during laparoscopic portion was now oozing. The surgeon resealed the area with the device and heard an end tone, indicating a completed seal cycle, but still noticed the oozing. The surgeon sealed a third time and got a complete seal. The procedure was completed with the same device. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. See scanned pages.